Manufacturer narrative:
The planar probe was returned to the manufacturer for analysis. After visual examination, it was noted that the post for marker #3 has been broken off and is missing. Otherwise, with the remaining markers attached and fully seated, the probe returned good geometry and divot error readings, despite the missing marker, with normal tracking. However, continuity test revealed a short between pin 1 and pin 4 of the usb cable. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that a passive planar probe is damaged. There was no patient present at the time of the event.